Manufacturer narrative:
The event occurred in (B) (6)

Event description:
Customer reportedly received result of 5.8 mmol/l on the aviva system and 3.2 mmol/l on lab within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during laparoscopic cholecystectomy a procedure, the device would not release a clip. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.